Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient stated that did not check to make sure the patient line was primed to the top. The technical service representative explained the importance of checking that the line was completely primed and assisted the patient in clearing the alarm. The patient was advised to start over with new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.